Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a volume discrepancy. The actual residual volume was 20 and the expected residual volume was 9.5. The patient was not receiving therapeutic effect. There were catheter access port complications. The health care provider was having difficulty aspirating fluid. A dye study was performed on (B)(6) 2011, but the catheter could not be aspirated. The patient was referred to the implanting surgeon for a revision. No revision had been scheduled at the time the event was reported. The drug used in the pump at the time of the event was morphine.